Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3889-28, lot# v952333, implanted: (B)(6) 2012, product type: lead.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor issues. On the day of the report, an end of service (eos) error code and impedances all greater than 4000 ohms were seen. The rep was able to interrogate the implantable neurostimulator (ins) with the physician programmer which showed the eos and that the ins was off. The rep was not able to turn the battery back on and all impedances were showing greater than 4000 ohms. The rep stated that the patient¿s previous physician made comments about the ins approaching eos so the therapy was switched to cycling and at some point they lost therapy. Technical services reviewed with the rep that it would be appropriate that the lead may need to be replaced when the ins is replaced and they should prepare as such. It was also recommended that intra-operatively, impedance and motor testing of the lead should be done to see if any combinations are viable. The event date remained unknown at the time of the report.